Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no reported adverse impact. The customer followed instructions from technical support to try different wall adapters and charging cables, but the issue persisted. Customer reverted to an alternate method of insulin delivery.